Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel below the knee. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.